Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/12/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent could you please confirm how many patients suffer from this issue (suture breakage) with this same kind of suture? If there are other pc numbers related, please indicate pc numbers. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section surgery on 1/09/2020 and suture was used. During the procedure, at the time of starting to make the closures of the incisions of the surgical procedure, just when it is stretched to close completely, the suture breaks. A change of the suture has to be made and the closure restarted. It happened in several patients with the same type of suture. There were no patient consequences reported. Additional information was requested.